Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = (B)(4). This supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update.

Event description:
The customer reported false negative architect stat troponin-I results on four patients. Results provided: (B)(6) 2020 repeat was performed on alternate instrument. (B)(6) : 1st run <0.010 rerun 0.154; (B)(6) : 1st run <0.010 rerun 0.064; (B)(6) : 1st run <0.010 rerun 0.415; (B)(6) : 1st run <0.010 rerun 0.142. Troponin-I lab reference range: 0.028 pg/ml. Uom for troponin-I: ng/ml. Additionally, the customer reported falsely decreased architect stat troponin-I and bnp results on two patients. Results provided: 15sep2020 repeat was performed on alternate instrument troponin-I: (B)(6) : 1st run < 0.010, repeat = 0.013. Bnp: (B)(6) : 1st run <10, rerun on alternate architect = 234.2. Bnp lab reference range: 0-100. Uom for bnp: pg/ml. Uom for troponin-I: ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1: patient identifier: multiple = (B)(6). Complete information for section 9: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(6)) was inspected, various diagnostic checks of the system and a part replacement were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part replacement was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid's: (B)(6).

Event description:
The customer reported false negative architect stat troponin-I results on four patients. Results provided: on (B)(6) 2020, repeat was performed on alternate instrument. (B)(6): 1st run <0.010 rerun 0.154. (B)(6): 1st run <0.010 rerun 0.064. (B)(6): 1st run <0.010 rerun 0.415. (B)(6): 1st run <0.010 rerun 0.142. Troponin-I lab reference range: 0.028 pg/ml. Uom for troponin-I: ng/ml no impact to patient management was reported.